Event description:
A patient with a history of tia attacks related to patient foramen ovale and with no residual neurological deficit was admitted for elective closure. An 18mm pfo-hde device was deployed across what appeared to be the septum and had a stable position. The device was released from the delivery cable and immediately dislodged and floated freely in the right atrium. The device embolized through the right heart and into the left pulmonary artery. Several attempts to retrieve the device were unsuccessful. The patient had no hemodynamic changes and no arrhythmias. A sternotomy was performed to retrieve the device and repair the pfo. The device did not cause any patient complications.